Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly an MRI scan revealed a fluid collection in the patient's left hip and the patient had persistently high cobalt levels. It is further alleged that the patient was revised on (B)(6) 2015 and during the revision surgery "a large amount of fluid was encountered in the trochanteric bursa" and "evidence of black corrosive material within the head itself and on the femoral neck just below the trunnion taper" and "the trunnion was cleansed and dried".